Event description:
It was reported the sidearm detached from the sheath while flushing. No anomalies were noted with the device when removed from the package. The detachment occurred during preparation of the device and it was not used on the pt.

Manufacturer narrative:
The returned introducer was received with a detached extension tube. Inspection of the detached extension tube confirmed the presence of solvent on the distal end of the tube, however, the solvent line on the tube indicates the tube was not completely inserted during the manufacturing process. Review of the manufacturing records revealed the pull test was performed and was determined to be within specification. Report submitted to FDA by manufacturer: 10/08/2010. Date the initial reporter provided the info to the manufacturer: (B)(6) 2010.